Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action (B)(4) was implemented. We are unable to confirm or determine the root cause of the reported thermal event, as the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported by the patient that when she woke up on (B)(6) 2025, the omnipod personal diabetes manager (pdm) charging cable had melted into the pdm while charging. The patient reported using the original charging cable sent with the device, but she was not using the adaptor. The charging cable was plugged directly into a usb port on the wall. No impact to blood glucose level reported. Patient did not require medical treatment. Product support will make three due diligence attempts to reach the patient and request return of the device.

Manufacturer narrative:
The complaint reported thermal issue is currently under the referenced CAPA investigation and has been verified by the returned device. No further post market lab investigation evaluation is required.